Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An insertion issue was reported with the abbott diabetes care (adc) device. A caregiver reported that when the adc device was attached, a "metallic needle stayed in the patient's arm". The customer was unable to self-treat due to unspecified symptoms and the caregiver removed the needle from the customer's arm. There was no report of death or permanent impairment associated with this event.